Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient has reported that the aligners have chipped their tooth and have messed up their bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.